Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.

Manufacturer narrative:
The allegation of "having issues with the probe, facility cannot guarantee they are clean as blood continues to come out of the base where the probe is attached" was confirmed. A visual inspection revealed residual foreign material on the hub (near base of the shaft). Material scraped from the electrode tested under atr-ir (ftir) yielded a complex spectrum that suggested a combination of proteins and edta (enzymatic cleaner), but the exact chemistry remains unidentified. A cross section of the electrode revealed that the distal end of the hub was insufficiently filled with epoxy which led to voids inside the hub. The probable cause selected is "manufacturing deficiency" due to the hub being insufficiently filled with epoxy.

Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.